Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was not running. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hand piece for a battery powered driver would not work during surgery. It was reported that the surgeon was performing a craniotomy to put the patient¿s cranial bone flap back on. The device would not work as the scrub technician was testing the driver on the back table in the operating room. There was no patient adverse event. There was no delay in surgery. The surgery was successfully completed with another device. This is report 1 of 1 for (B)(4).